Event description:
It was reported that a patient enrolled in the product surveillance registry clinical trial had the left ventricular (lv) implantable pacing lead dislodge during the implant procedure. The lead was relocated to a more stable position and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.